Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that pyxibus controller and drawer board was defective. The field service engineer conducted a thorough verification of all bus/cable connections, subsequently replacing the pyxibus controller and drawer board to resolve the issue. The system was tested, and no additional faults were detected. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the full height drawer was not detected on the bus. The customer reported that the malfunction resulted in a delay in providing medication to the patient. There were no adverse events or injuries reported based on this incident.